Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during robotic-assisted laparoscopic cholecystectomy, the bag tore at the bottom seam while removing the gall bladder with large gall stone. The bag was removed and the specimen was removed manually without a bag. There was no patient injury.